Manufacturer narrative:
(B)(4). Investigation summary ==> examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the tri lock bps introducer broke off, leaving a small piece of metal that remains inside the impaction well of the tri lock implant. Surgeon has patient safety concerns about the small piece of metal that remains inside the impaction the small hole in the proximal section of the implant, and was not able to retrieved intraoperatively. Surgeon also has general dissatisfaction with this instrument.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.